Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus service operation repair center (sorc), the error, e216 which indicates there is the communication problem between the subject device and the video processor was displayed, and the endoscopic image was not displayed. The subject device had been returned to sorc for repair of the flickering images and communication failure during the swing the camera cord. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was inspected at sorc. It was confirmed that the error, e216 which indicates there is the communication problem between the subject device and the video processor was displayed, and the endoscopic image was not displayed. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. It was obtained the information on "device manufacture date" and updated. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised it might be occurred due to the failure of the image sensor unit or the printed circuit board on the video connector, or the system. If additional information becomes available, this report will be supplemented.